Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported pump pocket erosion and infection. The pump system was explanted on (B)(6) 2017.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had a ongoing pocket infection and it was decided the best option was for the patient to exit the study, put the patient on external remodulin and remove the system when safe to do so.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the wound incision was still draining serosanguinous drainage. A wound culture was obtained and found staphylococcus epidermidis. In-patient hospitalization occurred (B)(6) 2017. The system was explanted and not replaced on (B)(6) 2017 due to pump pocket infection and incision dehisced. The chronic central venous catheter was placed for remodulin. Vancomycin IV was noted. The event was considered serious and was reported as unresolved with further actions or treatment planned.

Manufacturer narrative:
Analysis of the pump found no anomalies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for unknown indication for use. It was reported as an update on (B)(6) 2016, the patient experienced an infection with onset date of (B)(6) 2016. There was serosanguineous drainage and redness from the lateral side incision approximately 1 inch length. The patient had visited the clinic on (B)(6) 2016. The patient was taking doxycycline by mouth/orally (po). The event was considered unresolved with further actions or treatment planned and the patient will continue po abx with a follow-up appointment scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.